Event description:
It was reported that the insulin gauge was inaccurate and static. The customer declined further troubleshooting with tandem technical support and continued to use the existing cartridge on the pump for insulin therapy. Customer¿s blood glucose level was 250 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.